Manufacturer narrative:
Two regulator samples have been received which have not yet been evaluated by the manufacturer. A review of complaints did not indicate any additional reports related to the reported lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would not deliver gas. An alternate regulator was obtained in order to allow for the procedure to be performed and completed. Patient impact information is unknown. Additional information has been requested.